Event description:
On 10th june 2025, it was reported by an arthrex's employee via email that 2 units of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, its anchor broke during insertion. This was detected during a lateral collateral ligament repair surgery on (B)(6) 2025. The case was completed successfully by changing to a new ar-2324pslc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the anchor was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.